Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 273mg/dl. The customer's levels had been as high as 500mg/dl. The customer treated the highs with the pump. The customer states the alarm was resolved by reservoir change. The customer was advised the reservoir would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.